Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was going to be implanted with an impella cp for mechanical circulatory support. During implant, the impella cp was loaded into the left ventricle over a 0.018 guidewire, however, the guidewire appeared to become stuck and could not be pulled from the impella. Therefore, the device was removed, and a new cp catheter was selected for implant. The impella cp was implanted successfully. During support, the device migrated toward the mitral, the physician decided not to reposition due to the patient's condition. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).